Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia, dizziness and nausea. Upon device interrogation and x-ray, the right atrial (ra) lead was seen to have dislodged and the right ventricular (rv) lead exhibited high thresholds and undersensing. The ra lead is scheduled to be revised. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.